Event description:
The customer reported that they got vastly different ECG interpretations within one minute without any changes in lead positioning.

Manufacturer narrative:
The customer reported that they got vastly different ECG interpretations within one minute without any changes in lead positioning. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.